Event description:
Patient was brought to the cvl [cardiovascular lab] for a planned intervention (pci [percutaneous coronary intervention] to left main and cfx [circumflex coronary artery] [date redacted]). During the procedure when using the rota blator device, the tip of the wire fractured was left in the coronary artery via a stent. Per the proceduralist physician, this is a known risk of rotational atherectomy. Excluding the wire with a stent should not cause any issues such as embolization. This was disclosed to the patient and his wife.